Event description:
It was reported that the user encountered an ¿unable to proceed¿ error during fill tubing, consistent with a mechanical jam associated with the motor, while using a contact detach infusion set; after removing components, a dry run was able to fill to 60 units without alerts, and replacing all supplies resolved the issue with no impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.